Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a normal device check, non-sustained rv oversensing due to noise was observed on the rv lead. Patient was asymptomatic. There were no other electrical anomalies. Noise was not reproducible via isometrics. It was recommended to perform lead revision however physician elected to monitor the lead. No further information available.